Event description:
The customer reported an "audio failed and speaker malfunction" error message on the vs3 pt monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported an "audio failed and speaker malfunction" error message on the vs3 pt monitor. No pt harm was reported. Philips is reporting this issue as there is not enough data to verify whether there was sound coming from the speaker. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.